Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there staples missing from the partial staple line that was applied to the tissue? Yes.

Manufacturer narrative:
(B)(4). Batch # m52k83. Incomplete firing the analysis results found that the sr75 reload was received in good visual conditions and with the proximal 44 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and tested for functionality with a test device cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, "the physician reported that the reload has been stuck on half-length moreover. Physician indicated some staples from reload missing. ¿it is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: what type of procedure was the device being used in? Intestine resection. Were the missing staples observed prior to use of the reload? No. Did the device staple? Yes. If the device stapled, was the staple line complete? No. If the device stapled, what was the shape of the staples (b-formation, irregular, unformed)?unknown. Did the device cut? Yes. If the device cut, was the cut line complete? Yes. Were the cut line and staple lines equal? Yes. How was the case completed? Unk. Please confirm if the device partially fired or if there was an incomplete staple line. Device was partially firing but moreover some staples were missing.